Event description:
An aus device was implanted on 9/23/92. The pump and balloon were revised on 10/6/93. The balloon was revised on 1/25/96. The entire device was removed from the pt due to a malfunction-leak at cuff-and replaced.